Manufacturer narrative:
Additional, changed, and/or corrected data: b6, b7, h6.

Event description:
Healthcare professional reported "rupture" against right device. Later, patient reported "wadded" and "capsuled and leaking" and there was "cracks in the material around the implant". Later, patient reported "pericapsular fluid", "invaginating parallel capsular", "suspicion of ironic intracapsular implant leakage rupture" and "mildly enlarged lymph node" confirmed via CT scan. Later, healthcare professional reported "pericapsular fluid", "invaginating parallel capsular lines in the lateral portion of the right breast implant" and "intracapsular implant leakage/rupture". The device was explanted and replaced. This relates to the right side.

Event description:
Later, patient reported "pericapsular fluid", "invaginating parallel capsular", "suspicion of ironic intracapsular implant leakage rupture" and "mildly enlarged lymph node" confirmed via CT scan. The device was explanted and replaced. This relates to the right side.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken device assessed as unidentified (tear) opening and missing piece of shell assessed as inconclusive. ¿ visibility/palpability: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.

Manufacturer narrative:
Initial emdr - (B)(4). Continued h6: health effect impact code: f2203 a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture supplemental emdr 1 - (B)(4). Additional, changed, and/or corrected data: d9 e1 g1 h3 h6. Device evaluation: visual analysis of the returned device identified: underweight, broken shell, green particles on the shell, and missing a piece of shell (0-25%). A microscopic analysis was performed which identified: sharp broken on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as unidentified (tear) opening and missing shell assessed as inconclusive. Supplemental emdr 2 - (B)(4). Additional, changed, and/or corrected data: e1. This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2022-11089. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken device assessed as unidentified (tear) opening and missing piece of shell assessed as inconclusive. ¿ visibility/palpability: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, visibility/palpability.

Event description:
Healthcare professional reported right side "rupture." Patient later reported "wadded" and "capsuled and leaking" and there was "cracks in the material around the implant. Patient undergone capsulectomy. The device has been explanted.